Event description:
Rptr indicated a vns pt is suffering from vocal cord paralysis. The event was described as definitely related to implantation and possibly related to stimulation. Good faith attempts to obtain add'l info have been unsuccessful to date.